Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to the 28th october 2012. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2012 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). A slight voltage fluctuation was observed over the pogo-pins however this would not affect the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.